Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been inflated and deflated. It was noted that there was blood within the balloon which is indicative of a leak. The device was attached to an encore inflation unit, subjected to positive pressure and a longitudinal tear was identified in the balloon material. The tear measured 1.2mm in length and was positioned 6mm proximal to the proximal edge of the distal markerband. This damage is consistent with the additional information where it was outlined that the physician deflated the balloon using a needle percutaneously. It was observed that the shaft was severely kinked and stretched. The additional information for the complaint states that the physician had intended to burst the balloon intentionally by using force pulling it back hard into the sheath and by co-axing a 0.014inch wire. The position of the damage was from 0 to 45 mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system possibly during the removal of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The >50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery(sfa). A 6.0 x 80, 135cm mustang¿ balloon catheter was selected for use to post-dilate a stent in the target lesion. During the first deflation of the balloon, the physician noted that the pull was extremely slow, but the balloon did deflate. After the second inflation, the balloon failed to deflate. The physician attempted many maneuvers, including: pulling back on the inflation device, using a new inflation device, using a syringe, rupturing the balloon by over inflating it, rupturing the balloon by pulling it back hard into the sheath and by co-axing a 014 wire. All attempts were unsuccessful. The balloon was then successfully ruptured and deflated by using a percutaneous needle thru the skin under fluoroscopy. The procedure was concluded. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon deflation failure occurred. The >50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery(sfa). A 6.0 x 80, 135cm mustang¿ balloon catheter was selected for use to post-dilate a stent in the target lesion. During the first deflation of the balloon, the physician noted that the pull was extremely slow, but the balloon did deflate. After the second inflation, the balloon failed to deflate. The physician attempted many maneuvers, including: pulling back on the inflation device, using a new inflation device, using a syringe, rupturing the balloon by over inflating it, rupturing the balloon by pulling it back hard into the sheath and by co-axing a 014 wire. All attempts were unsuccessful. The balloon was then successfully ruptured and deflated by using a percutaneous needle thru the skin under fluoroscopy. The procedure was concluded. No patient complications were reported and the patient's status was stable.